Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#(B)(4), implanted: (B)(6) 2016, product type: catheter .other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) , ubd: 28-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl of an unknown concentration at a dose rate of 290 mcg/day via an implantable pump for non-malignant pain. It was reported that the patient¿s catheter was clogged in (B)(6) 2019 and they had surgery to get the catheter replaced in the same month. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). As per the manufacturer¿s device registry, the catheter was explanted and replaced on (B)(6) 2019 which is conflicting with the reported information. No patient symptom was reported. No further patient complications have been reported as a result of this event.